Event description:
The orsiro drug-eluting stent system was chosen for treatment. During preparation the stent fell off the balloon. The dislodgement was detected after the device was introduced into patient. Another sent was used to complete the intervention.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has been inflated. A medium amount of contrast medium residue was observed in the balloon- and inflation lumen. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately and is kinked in its center. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to visually check the stent system prior to procedure and not to use if any defects are noted.